Event description:
It was reported that one month post implant the right ventricular (rv) lead exhibited high threshold measurements with loss of capture leading to exit block. An x-ray was taken which showed the lead had dislodged. A lead repositioning procedure was scheduled, but has not yet occurred. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the rv lead was successfully repositioned and the patient was discharged from the hospital with no further complications. The rv lead remains in service and no additional adverse patient effects.

Event description:
It was reported that one month post implant the right ventricular (rv) lead exhibited high threshold measurements with loss of capture leading to exit block. An x-ray was taken which showed the lead had dislodged. A lead repositioning procedure was scheduled, but has not yet occurred. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that one month post implant the right ventricular (rv) lead exhibited high threshold measurements with loss of capture leading to exit block. An x-ray was taken which showed the lead had dislodged. A lead repositioning procedure was scheduled, but has not yet occurred. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the rv lead was successfully repositioned and the patient was discharged from the hospital with no further complications. The rv lead remains in service and no additional adverse patient effects.

Manufacturer narrative:
This report is being filed to add two impact codes (h6) that were inadvertently left off the last report.